Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported the patient presented with a pre-operative diagnosis of failed right total hip arthroplasty with malpositioned femoral component and pain. Revision was performed to replace the acetabular cup, femoral component, and head.